Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient would not disclose their weight, but noted they are large. The patient is receiving good therapy, and recharging is going okay. The patient¿s sutures were removed, and they appear to be healing nicely. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), product type lead.

Event description:
Additional information was received from the manufacturing representative (rep) reporting the post-operatively the patient was getting the same coverage achieved during their trial. It was reported that they were not going to program on contacts 6 and 7 to avoid unpredictable stimulation. It was reported that they had a follow-up appointment scheduled with the patient for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient did a buried lead trial and on the day of the call ((B)(4) 2017) the implantable neurostimulator (ins) was implanted. It was reported that the health care professional (hcp) clipped the proximal end of the lead so the 6 and 7 contacts were gone. This is realized during the impedance check when 6 and 7 were over 10 ,000 ohms and the rest of the electrodes were in range under 1000 ohms (around 500-800 ohms). It was reported that they disconnected the lead from the ins, wiped it off, reconnected, and tested 3 times when the caller checked the discarded extension and could see that the lad was poking out of the other end with 2 of the lead contacts remaining. It was noted that for the trial the patient was programmed at contacts 2 and 3. Inquiries were made regarding the longevity of the lad since it had been cut and inquiries were made regarding programming the patient with those contacts 6 and 7 being gone since the lead was able to be fully inserted into the header block. It was reported that the hcp left everything as is and the caller would be programming the patient in the post-anesthesia care unit (pacu) to see what happened. There were no patient symptoms reported. The implanting physician would be taking on the patient for the time being until the patient could be referred to a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.